Event description:
On 3/4/2022, it was reported by a sales representative via phone that an (2) ar-3636 fibertak anchors would not seat and pulled out of implantation site. Surgeon was able to complete procedure with more fibertaks. This was discovered during a rcr on (B)(6) 2022.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.